Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's ipg has reached end of life on an unknown date. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.